Event description:
Patient revised to address dislocation between liner and competitor's head ball.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information br received to change the outcome of the performed investigation, the complaint will be re-opened.